Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of competitive atrial pacing leading to inappropriate ams. Programming changes were made. The patient is fine.